Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a experienced low blood glucose level. The customer¿s blood glucose level was 44 mg/dl. Customer declined to troubleshoot for low readings. Customer states meter had difficulties initializing and read erratically, customer received a change sensor alert after a calibration not accepted. The product will be returned for analysis.